Event description:
A physician reported that during an glaucoma filtration device implant procedure, reported with a description of shunt was not released properly during insertion. Additional information was received. There was no patient harm. Lens was replaced with back up shunt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened gfd handle assembly in a plastic tray, with shunt in a bag was received for the report of release and implantation failure and trabeculectomy. The returned gfd (shunt) was visually inspected and was found to be conforming. The returned eds (express delivery system) was visually inspected and was found to be nonconforming with the wire fully depressed under the trigger. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product's acceptance criteria. The returned eds was found to be nonconforming with wire fully depressed under the trigger, showing it was previously depressed and the gfd was not returned on the eds; therefore, the reported issue of failure to release and implant could not be tested and a root cause could not be determined. The manufacturer internal reference number is: (B)(4).